Manufacturer narrative:
B5: upon follow up, the nurse reported the transfer set was in use for one month. It was further reported there were no difficulties noticed initially when connecting or disconnecting and no residue on the threads. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during peritoneal dialysis (pd) therapy, the transfer set disconnected from the titanium adapter. Subsequently, the patient developed peritonitis manifested by abdominal pain and cloudy effluent. The cause of the disconnection was unknown. Twelve days after event onset, the patient was hospitalized for the event. The same day as event onset, the patient was treated with cefazoline (1500 mg, once per day for 2 days), ceftazidime (1000mg, once per day, for 7 days) and meropenem (500mg/l, once per day, for 26 days) the transfer set was changed, and the titanium adapter was not replaced. The patient was discharged 3 days after admission. The patient was recovered from the event 27 days after event onset. Pd therapy was ongoing. No additional information is available.